Manufacturer narrative:
The exact recall number is unknown. Possible recall numbers include z-1972,z-1973, and z-1974. H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, reduced cardiopulmonary reserve, death. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, reduced cardiopulmonary reserve, death. No medical intervention was specified by the patient. The updated describe event or problem will be: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, reduced cardiopulmonary reserve, death. No medical intervention was specified by the patient. The remstar pro c-flex+ was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed customers humidifier heater plate did heat. The manufacturer also used a manufacturer supplied known good heated tube on customer¿s humidifier. Heated tube did heat. An internal and external visual inspection of the device was completed by the manufacturer and observed that the air outlet port had dust-like contamination in it. White dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Blower motor grommet slipped on blower wire harness and not seated in blower box cap by manufacturing. Air inlet seal had yellowed and had dust-like contamination on it. Sound abatement foam had dust-like contamination on it. Flip lid seal had unknown dust-like contamination on it. White and tan dust-like contamination, throughout humidifier enclosure. White and tan dust-like contamination on and under the heater plate. White dust-like contamination on dry box inlet seal. Dust-like contamination inside the water tank. Unknown tan dust-like contamination in the iso port (international organization of standardization). The contamination found in the humidifier enclosure is considered not to be in the airpath. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to directly address the symptoms outlined in the complaint. In box d: product UDI, device serviced by 3rdp?, device available for eval?, device available for eval?, date returned to mfg are updated in this follow-up. In box g: date received by mfg is updated in this follow-up. In box h: device avail. For eval? (Rfb), device evaluated by mfg?, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid are updated in this follow-up.